Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the event history by baxter personnel, a colleague infusion pump experienced four occurrences of failure code 550:320:654:0000. This condition had the potential to interrupt delivery. This occurred after the device was received by baxter. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a disconnected speaker harness. To correct this condition, the speaker harness was reconnected. If any additional information is received, a follow up MDR will be sent.